Manufacturer narrative:
This report is for an unk - screws: 5.0 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was notified by the surgeon that the tfna patient was missed the helical blade nail. The nail revised several days later. The patient now has arthritis of the hip and possible infection of the old surgical area. The surgeon recommended for additional surgery to clear up the infection, removal of the tfna hardware and possible total hip arthroplasty. The patient was in adverse conditions. This complaint involves unknown number of devices. This report is for (1) unk - screws: 5.0 mm cannulated. This is report 1 of 1 (B)(4). Related product complaint: (B)(4).